Event description:
It was reported by the international distributor that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram revealed the artery size as over 5 mm, the stick was at the common femoral head, and there was no presence of calcium or peripheral vascular disease (pvd). Following the procedure, the physician who is still in training with an aci representative present during the case, used the mynx to close the femoral artery. It was reported that there were no complications during the procedure however, immediately post close, a hematoma formed at the access site. Manual compression for 4 minutes was applied at the access site and the hematoma was resolved. Reportedly, a few minutes later, a "large" hematoma re-appeared so a pressure bandage was positioned over the access site for an hour. Three hours later, the hematoma got much bigger (10-15 cm) and additional 15 minutes of manual compression was applied and the hematoma was resolved. The patient was ambulated and discharged to home the following day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1111204) did not reveal any issue that suggests the device may have caused or contributed to the reported incident.